Event description:
A report that a patient had a pocket revision due to the inability to charge was received. The physician revised the pt's ipg. Nothing was implanted or explanted and the pt is reportedly doing well following the procedure.